Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist informed them that their teeth are misaligned and they have build up of plaque/tartar under their gums. They are unable to proceed with treatment due to a recent diagnosis of periodontal issues, as told by their dentist.